Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product in the process of return.

Event description:
It was reported that a patient underwent a surgical procedure involving a juggerknot anchor. During this procedure, the anchor of the product pulled out after implantation. Surgeon opened another product and completed the surgery successfully. No impact to patient was reported. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the reported device was not possible as it was not returned. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can not confirm the report or determine a root cause due to the limited information provided by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the reported device was not possible as it was not returned. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can not confirm the report or determine a root cause due to the limited information provided by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.